Event description:
Customer reported the device had a communication error and was immediately removed from the patient. Channel a was off; channel b was infusing d51/2ns at 75cc/hr and zosyn piggyback 2.25gm in 50cc. No patient harm or medical intervention was reported. Although requested, no further patient/event info was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). The customer's report of a communication error was confirmed. A review of the data from the associated pcu event log indicates the pcu had been in user hours prior to the alleged incident. At 1:04am on (B)(4) 2013, the source pump module was attached to the pcu and a primary and secondary infusion were programmed. At 1:21am, the pump module disconnected (lost power) causing the pcu to display the channel disconnect message which was confirmed by the user. One minute later, the channel connectivity was restored, then the channel was removed. The next time the source pump module was attached was at 9:29pm. The pcu and pump module error logs contained no errors for (B)(4) 2013 suggesting that no internal errors were associated with the disconnect events. Inspection of the iui connectors on the rec'd devices noted the presence of a light contamination film on all pins. Green corrosion was noted on the right (male) iui connectors of the source pump module and pcu. Testing performed on the rec'd devices could not replicate the reported incident. The root cause of the customer's report was not definitively determined; however an intermittent connection at the iui interface due to contamination/corrosion is believed to have caused the disconnect event.